Event description:
Two biosuturetak suture loops pulled out approx 8 months post op. MRI in 08/2004 showed persistent labral tear. Pt required revision surgery to repair labral tear. Bio-absorbable implants were not removed from pt. Attmepts to obtain device lot number were unsuccessful. The device is used for treatment.